Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm while connected to the battery clips was not confirmed. There was no log file submitted for review. The returned battery clip, lot 8094904, was connected to a test 14v li-ion battery and system controller. There was no contact issue between the batteries and clips. No alarms were reproduced and the battery clip functioned as intended during analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. There was an incidental finding of slight corrosion on an unused contact, and it did not affect the functionality of the battery clip. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 3-¿powering the system¿ and heartmate 3 patient handbook section 3-¿powering the system¿ explain how to clean and maintain proper function of the battery clips. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's battery clips beeped with errors. Warranty replacement was requested.